Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that the issue was not caused by normal battery depletion as the device never turned on. They reported that the cause of the device not working for them was that it was unknown to them why it never turned on. They reported they didn't know what likely caused or contributed to the issue but stated that the manufacturer didn't built it properly, and that they had no idea what caused the device malfunction. They reported that steps take to resolve the issue were that they had the new device implanted with leads.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.